Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.

Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.